Manufacturer narrative:
Diagnostic/functional testing was performed at the philips field service engineer (fse). Results of functional testing indicate that the ECG signal monitoring tests were carried out with telemetry, and it worked correctly and no problem was detected. He contact on the ECG cable connection plug was cleaned. Based on the results of the analysis, it was determined no malfunctioned occurred as the device was performing per specification. The fse told the customer should test with new ECG cable if they have problems acquiring the signal. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
The customer reported that the broadcast does not correspond to reality cardiology values that differ from the actual possibilities.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.